Manufacturer narrative:
Additional information of the investigation concluded that the fan and optics assembly contributed to the customer's reported problem. During evaluation of the device, the device continuously displayed "analyzer too hot" messages as well as 404f temperature errors. Multiple analytes were found to be out of range, with k+ being nearly double target value. The fan and filter were replaced and bi-level controls were re-ran. All analytes were at an acceptable level and k+ was near target value. The lamp and optics assembly passed on all testers. The device was calibrated, tested, and shipped back to the customer site. No further actions were required.

Manufacturer narrative:
On (B)(6) 2021, abaxis received a call from the customer lab stating that the device yielded unexpected discrepant potassium patient results when compared to another device. The patient was drawn with the piccolo and the results were low and out of range. The patient was treated approximately 3 hours post the initial result, being infused with kcl 20meq/10ml over a 120 minute duration. The patient was then redrawn approximately one hour of the initial treatment and tested on the roche cobas and the results were within range. Approximately an hour later, the patient was infused with kcl 10meq/10ml over a 60 minute period. The customer sent the device back in for evaluation and was sent a loaner device. A follow up with the doctor confirmed that the patient treatment based on the initial result had no potential harm to the patient. The device has been received and is pending completion of an evaluation. All additional information will be sent in a follow up report when received.

Event description:
The customer lab reported that the device yielded discrepant potassium patient results.